Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5592-45 crdm non-defib lead, implanted: (B)(6) 2002; 4092-52 crdm non-defib lead, implanted: (B)(6) 2002; 4193-88 crdm non-defib lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during the device replacement procedure, it was noted that there was degradation of outer insulation distal to yolk. Physician suspects abrasion due to device and lead interaction. Electrical parameters remained intact and unaffected. Measurements were taken and the physician decided not to make any changes. The lead remains in use. No patient complications have been reported as a result of this event.